Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-20238. It was reported that the patient experienced ventricular fibrillation (vf) and presented in clinic. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited under-sensing during vf episodes as every other beat was missed by the high-low pattern, which made it appear the patient had returned to sinus rhythm. This prevented shock from being delivered and the vf had to be terminated with external defibrillation. Additionally, the right ventricular (rv) lead exhibited high pacing impedance since aug 2020. Programming changes were made to address the under-sensing and rv lead revision was discussed. The patient was in stable condition.